Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant medical products: indigo drill #1845000, sn# (B)(4), lot# 210240093; indigo drill #1845000, sn# (B)(4), lot# 210150121; indigo attachment #1845020, sn# (B)(4), lot# 210302642; indigo attachment #1845020, sn# (B)(4), lot# 208777604; indigo attachment #1845020, sn# (B)(4), lot# 210302644. (B)(4). The devices have not been received for evaluation.

Event description:
It was reported that the drills and attachments were not working properly and heating up. It was noted that none of the issues occurred during a surgery. There was no report of injury as a result.

Manufacturer narrative:
Device available for eval: 03/24/2016. The devices were returned and analyzed as follows: indigo drill #1845000 sn# (B)(4) lot# 208868102: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 76.1°f. Visual analysis found the device is discolored. The drill was cleaned and tested to product specifications and returned to customer. Indigo drill #1845000 sn# (B)(4) lot# 208796687: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 76°f. Visual analysis found the device is discolored. The drill was cleaned and tested to product specifications and returned to customer. Indigo drill #1845000 sn# (B)(4) lot# 209592797: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 75.7°f. Visual analysis found the device is discolored. The drill was cleaned and tested to product specifications and returned to customer. Indigo attachment #1845020 sn# (B)(4) lot# 209752490: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 74.1°f. The device was cleaned and tested to product specifications and returned to customer. Indigo attachment #1845020 sn# (B)(4) lot# 208777604: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 75.8°f. The device was cleaned and tested to product specifications and returned to customer. Indigo attachment #1845020 sn# (B)(4) lot# 209797053: analysis found no functional fault with the device and the reported overheating was not confirmed. Temperature test at one minute was 76.8°f. The device was cleaned and tested to product specifications and returned to customer. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.